Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the stylus is not functional; stylus found out of electrical specification. Analysis also found the system fan is noisy. The programmer display drops due to damaged lower display hinges. Left antenna cable is damaged (smashed), the rft (radio frequency transceiver) connector is loose, and the display flex cable is damaged (worn on the side). (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.